Event description:
It was reported that high impedance and low sensing were observed. X-rays were normal. Lead replacement is planned during device changeout.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.